Manufacturer narrative:
(B)(4).

Event description:
It was reported "introducer was placed 24 hours prior. When drawing off the cordis, no resistance was met as we typically encounter when it has clotted off. Without resistance syringe and cordis filled with air. Found leak right where the white part meets the accordion looking light blue part where it starts to insert." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "introducer was placed 24 hours prior. When drawing off the cordis, no resistance was met as we typically encounter when it has clotted off. Without resistance syringe and cordis filled with air. Found leak right where the white part meets the accordion looking light blue part where it starts to insert." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.